Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153233.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited an impedance problem. There were no patient consequences. No additional information was reported.